Event description:
It was reported that the asymptomatic patient presented to clinic with post-paced t-wave oversensing noted on a real- time egm. Programming changes were performed as recommended. At a subsequent follow-up in june, the patient was symptomatic. The physician programmed the rv and lv outputs to provide more pacing for the patient. No alerts had been seen since the previous reprogramming and patient will be monitored via routine follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.